Manufacturer narrative:
Device identifier # (B)(4). The unit has not been returned for evaluation. The complaint was evaluated based on the provided customer video. In the video, the clamp does not ratchet smoothly and appeared to be difficult to ratchet to the clamp. If the plunger was held open then the clamp could move easily. No lot or serial number has been provided so manufacture date could not be confirmed and the device history record could not be performed. The complaint was confirmed based on provided video. A review of (B)(4) complaints with similar reported issues found worn components and required maintenance to be the typical causes. However, root cause could not be confirmed without the device for evaluation.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp did not ratchet smoothly and required additional hold on the plunger by a second person when clamped on a patient. There was no known patient injury and no delay in surgery. Additional information has been requested.